Event description:
It was reported that when using the bd pyxis¿ es server, the reports printed from the es server are inaccurate. The affected reports include the pick and delivery report and the refill delivery report. The customer stated that they reviewed the health sight viewer (hsv) and found that the etl process was delayed, with report data being 13 hours and 39 minutes out of date. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) checked the issue reported regarding delayed report data, reviewed the reports and confirmed that the data was current at this time. No etl errors were observed on the health sight viewer (hsv) screen. The system functioned as intended after the technical support specialist verified the device.